Event description:
It was reported that, after a procedure, the unit locked up. It was indicated that the user turned the unit off, and now the unit was stuck rebooting. No patent harm or injury was reported in association of this event. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigate the reported problem. A philips field service engineer (fse) inspected the system on site and confirmed that the issue was caused by a malfunction of the low voltage power supply (dcps) of the power distribution module (pdm) in the main cabinet. The dcps was replaced and the system was returned to use in good working order.